Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional left leg angioplasty procedure with a 6f sheath. Reportedly, significant resistance was noted while attempting to remove the device, such that the "patients hips were coming off the table". Ultimately, the proglide device broke off at the junction between the proximal guide and the distal guide. The foot-plates themselves remained intact, attached to the separated portion of the distal guide. The end of the proglide sheath remained inside the patient. The patient was sent to surgery where a surgical cut-down was performed in order to remove the separated proglide sheath and achieve hemostasis. Hemostasis was achieved via surgical suturing. Finally, the patient was stable without complications. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide suture mediated closure (smc) device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.